Event description:
During a follow-up, loss of capture threshold and failure to sense were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed a dislodgement of the ra lead. The ra lead was repositioned to resolve the event. The patient was stable.